Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the customer had reset the pump which resolved the issue, and the customer continued using the pump and the existing cartridge for insulin therapy.